Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is compeleted.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) male han patient. Medical history was not reported. Concomitant medications included metformin and liketang (as reported) for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30) through a cartridge via an unspecified humapen, 10 units each morning and each evening subcutaneously for the treatment of diabetes beginning sometime in 2003. On (B)(6) 2016 he was hospitalized to regulate his blood glucose levels (no values reported). Further details were not reported. Information regarding corrective treatment and outcome of the event was not reported. On 28-sep-2016, it was reported that there was an unspecified product complaint against the unspecified humapen (product complaint pending/lot unknown). Human insulin isophane suspension 70%/ human insulin 30% treatment was continued. The patient was the operator of the humapen and his training status was unknown. The general and suspect humapen model duration of use was of approximately 13 years. The humapen was discontinued on (B)(6) 2016 and it was unknown if it would be restarted. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30% or the humapen update 04-oct-2016: upon review of the source information the product complaint information was added to the case; updated the improper use and storage to yes; updated the medwatch and updated the narrative.

Manufacturer narrative:
Narrative - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 02dec2016 in describe event or problem. No further follow up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting as the device was not associated with any adverse event.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) male han patient. Medical history was not reported. Concomitant medications included metformin and liketang (as reported) for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30) through a cartridge via an unspecified humapen, 10 units each morning and each evening subcutaneously for the treatment of diabetes beginning sometime in 2003. On (B)(6) 2016, the humapen was discontinued. On (B)(6) 2016 he was hospitalized to regulate his blood glucose levels (no values reported). Further details were not reported. Information regarding corrective treatment and outcome of the event was not reported. Human insulin isophane suspension 70%/ human insulin 30% treatment was continued. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30%. Update 04-oct-2016: upon review of the source information the product complaint information was added to the case; updated the improper use and storage to yes; updated the medwatch and updated the narrative. Update 18-oct-2014: additional information received from affiliate on 30-sep-2016. No new adverse event information was received. (B)(4) was processed. No additional changes were made to the case. Edit 27-oct-2016: upon review from initial information, suspect device was removed as it was not associated with any device and product complaint number was reprocessed. Updated narrative accordingly. Update 02-dec-2016: upon review, this case was opened to update for case for regulatory reporting.